Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing connection issues with the scs ipg and the patient controller. The patient's spouse stated the controller was displaying "generator is not responding¿ when attempting to connect. Troubleshooting was attempted but the ipg was unable to be set to bonding mode. Reportedly, the patient had a pacemaker surgery prior to the ipg not connecting to the controller, but the ipg was set to surgery mode. Additional troubleshooting and assessment of the device logs confirmed the ipg was not in bonding mode and connection with the controller was not possible. Surgical intervention may be taken to address the issue.